Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) failed the ventricular pulse width test. The epg also failed current drain, with the epg on and the back light off, it exceeded the maximum limit. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the battery release was contaminated and the battery contacts were compressed.